Event description:
The pt underwent implantation of a synchromed pump and catheter in 1998 for intrathecal infusion of morphine for malignant thoracic pain. The pt died due to pt's disease progression and the pump was returned to the MFR.